Event description:
It was reported that the pump displayed higher "total volumes infused but the actual volume was likely lower." Per report, the facility prepares the infusion bag, and they overfill the 500ml bags with additional 50ml plus the drug volume. Per report, the bag ends up looking "plumper" due to intended overfill. Per report, this issue occurred on "cold" (refrigerated) medication - chemotherapy oxaliplatin in dextrose 5% water 165mg/583ml. The drug was ordered to infuse at 291.5ml/hr. With volume to be infuse 583ml. The device reportedly displayed "713ml" was infused over 1 hour and 45 mins, but it was expected to infuse 583ml over 2 hours. Tubing used was bd alaris pump infusion set 2420-0007. The patient had a "length of stay (that) was extended beyond what was expected" per report. However, there was no harm.

Manufacturer narrative:
Omit: event attributed to, a1402 - excess flow or over-infusion (1311), f08 - hospitalization or prolonged hospitalization. Correction: adverse type, describe event or problem, medical device catalog #, medical device model #, concomitant med prod data, type of reportable events. Additional information: imdrf annex a, g and f codes and manufacturer narrative. Root cause: the information provided by the facility is insufficient to determine root cause.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over fusion of oxaliplatin/d5w ("which was refrigerated for less than 12 hours"). The volume to be infused (vtbi) was 583ml/2hr at an intended rate of 291.5ml/hr; however, 713ml infused in 1 hour and forty-five (45) minutes. The total bag volume and concentration was 165mg/583ml. The infusion was programmed manually using the guardrail drug library. There was no patient harm; however, the patient's length of stay was extended.